Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain') in an adult female patient who had essure (batch no. 606218-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included postpartum venous thrombosis, follicular cyst of ovary and asthma. Essure confirmation test(s) conducted, specify no (as written per pfs, please note discrepancy). Previously administered products included for an unreported indication: coumadin. Concurrent conditions included uterine dilation and curettage since (B)(6) 2015, morbid obesity, amenorrhea, vaginal bleeding, anemic, pelvic adhesions, haemorrhagic ovarian cyst, endometrial polyp, pelvic discomfort, cramp in lower abdomen, ovarian cyst, discomfort, adnexa uteri cyst, menometrorrhagia and enterocele. Concomitant products included loratadine (lortab) for pain as well as iron, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008, salbutamol (proventil) and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced depression ("psych injury related to essure- yes/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for pain,bleeding. (B)(6) 2009(previous insertion date) discrepancy noted in essure explant date (B)(6) 2016 (previously reported) and (B)(6) 2015. 5 visible coils in the intrauterine cavity. Discrepancy noted in essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, irregular vaginal bleeding, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: plaintiff fact sheet received. Event per pfs: migraines / headaches. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain') in an adult female patient who had essure (batch no. 606218-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included postpartum venous thrombosis and follicular cyst of ovary. Essure confirmation test(s) conducted, specify no (as written per pfs, please note discrepancy). Previously administered products included for an unreported indication: coumadin. Concurrent conditions included uterine dilation and curettage since (B)(6)2015, morbid obesity, amenorrhea, vaginal bleeding, anemic, pelvic adhesions, haemorrhagic ovarian cyst, endometrial polyp, pelvic discomfort, cramp in lower abdomen, ovarian cyst, discomfort, adnexa uteri cyst, menometrorrhagia and enterocele. Concomitant products included loratadine (lortab) for pain as well as iron, medroxyprogesterone acetate (depo provera) from (B)(6)2008 to (B)(6)2008, nsaids since(B)(6) 2008, paracetamol (acetaminophen) since (B)(6)2008, salbutamol (proventil) and topiramate (topamax). On (B)(6)2008, the patient had essure inserted. In may 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2008, the patient experienced depression ("psych injury related to essure- yes/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery ((B)(6)2016 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for pain,bleeding. (B)(6)2009(previous insertion date) discrepancy noted in essure explant date (B)(6)2016 (previously reported) and (B)(6)2015. (B)(4) visible coils in the intrauterine cavity. Discrepancy noted in essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, irregular vaginal bleeding, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received- new event- she did not underwent essure confirmation test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 606218) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum venous thrombosis and follicular cyst of ovary. Essure confirmation test(s) conducted, specify no (as written per pfs, please note discrepancy). Previously administered products included for an unreported indication: coumadin. Concurrent conditions included uterine dilation and curettage since (B)(6)2015, morbid obesity, amenorrhea, vaginal bleeding, anemic, pelvic adhesions, haemorrhagic ovarian cyst, endometrial polyp, pelvic discomfort, cramp in lower abdomen, ovarian cyst, discomfort, adnexa uteri cyst, menometrorrhagia and enterocele. Concomitant products included loratadine (lortab) for pain as well as iron, medroxyprogesterone acetate (depo provera) from (B)(6)2008 to (B)(6)2008, nsaids since (B)(6)2008, paracetamol (acetaminophen) since (B)(6)2008, salbutamol (proventil) and topiramate (topamax). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2008, the patient experienced depression ("psych injury related to essure- yes/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (B)(6)2016 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for pain,bleeding. (B)(6)2009(previous insertion date) discrepancy noted in essure explant date (B)(6)2016 (previously reported) and (B)(6)2015. 5 visible coils in the intrauterine cavity. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, irregular vaginal bleeding, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and mental anguish were added. Lot number, medical history, concurrent condition and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 606218-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum venous thrombosis and follicular cyst of ovary. Essure confirmation test(s) conducted, specify no (as written per pfs, please note discrepancy). Previously administered products included for an unreported indication: coumadin. Concurrent conditions included uterine dilation and curettage since (B)(6) 2015, morbid obesity, amenorrhea, vaginal bleeding, anemic, pelvic adhesions, haemorrhagic ovarian cyst, endometrial polyp, pelvic discomfort, cramp in lower abdomen, ovarian cyst, discomfort, adnexa uteri cyst, menometrorrhagia and enterocele. Concomitant products included loratadine (lortab) for pain as well as iron, medroxyprogesterone acetate (depo provera) from (B)(6) 2008, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008, salbutamol (proventil) and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced depression ("psych injury related to essure- yes/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery ((B)(6) 2016 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for pain,bleeding. (B)(6) 2009(previous insertion date) discrepancy noted in essure explant date (B)(6) 2016 (previously reported) and (B)(6) 2015. 5 visible coils in the intrauterine cavity. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, irregular vaginal bleeding, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury related to essure- yes"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery ((B)(6) 2016 hyst (full), salpig (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she had received treatment for pain,bleeding. Jan-2009(previous insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received:case became incident case.event ¿general abnormal bleeding¿, ¿abdominal pain¿, ¿dyspareunia¿, ¿psychological trauma¿,¿ bladder disorder¿, ¿urinary tract disorder¿ were added.patient date of birth added.product start date changed and stop date added.outcome of event pain,bleeding,bladder,urinary problem added as recovered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.